Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the left magec rod was found to be fractured. A revision procedure was performed where the surgeon replaced the fractured rod segment and performed l3-l4 pedicle screw fixation. There were no patient intraoperative complications. This is report 1 of 2 for this event/patient.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the left magec rod was found to be fractured. A revision procedure was performed where the surgeon replaced the fractured rod segment and performed l3-l4 pedicle screw fixation. There were no patient intraoperative complications. This is report 1 of 2 for this event/patient.